Event description:
According to the reporter: during a laparoscopic segmentectomy, the stapler "screwed" once, on the second firing the reload was perfectly placed. The closure of the reload was made and when fired the stapler handle hardened and had no trigger. In a second attempt the stapler handle made a breaking noise and the handle did not work. Another reload was placed that had also not function. They open a new device to complete the case and resolve the issue. The patient was alive with no injury.